Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. An amended medical device report will be filed when further info or the investigation result is available. (B)(4).

Event description:
It is reported that hip ceramic liner has dislocated from shell. Pt was revised.